Event description:
Following a pump replacement, the patient never had therapeutic effect and experienced a return of symptoms. It was reported that the catheter was kinked in two places at the pump replacement surgery; the catheter was not replaced at that time. In 2008, the patient noted a return of spasticity. Two days later, the patient was seen by her hcp with increased spasticity, sweating, and pruritus. The hcp felt the patient was going through withdrawal and was in the process of scheduling surgery within 24-48 hours. The patient was given unspecified muscle relaxants and valium; the patient has a severe reaction to oral baclofen, so it was not supplied. The device system was used to deliver baclofen. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.